Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer reported a false nonreactive architect hiv ag/ab combo result on a patient. Results provided: 0.12 / 0.42 s/co, another architect = 20.69 / 5.14 s/co. No impact to patient management was reported.

Manufacturer narrative:
The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances, or deviations. A review of labeling concluded that the issue is sufficiently addressed. The questioned event occurred during comparison testing on an instrument which was not validated at the time of testing. No systemic issue or product deficiency was identified.

Event description:
The customer reported a false nonreactive architect hiv ag/ab combo result on a patient. Results provided: 0.12 / 0.42 s/co, another architect = 20.69 / 5.14 s/co. No impact to patient management was reported.